Event description:
Resident was found in room against the end of the bed, leaning out of the chair. The foot pedals were moved out of alignment with resident's legs entangled in them. 9/13/96: rep changed the right arm rest. Right central for w/c arm rest changed.